Event description:
It was reported that this patient presented to the hospital due to oversensing resulting in an inappropriate shock delivered. The patient was admitted to the hospital after it was discovered that the patient had a pericardial effusion which was booked for drainage. Technical services (ts) reviewed the data and confirmed the patient received an inappropriate shock due to double or tripped detection of wide qrs. Ts recommended comparing the electrocardiogram at rest and it may be likely that the qrs complex during recent events was winder then normal. The could have been caused by a change in the patient condition due to the pericardial effusion or rate elevation. Ts discussed weekly checks of the subcutaneous implantable cardioverter defibrillator (s-ICD) to verify that the impedance was improving as the patient condition symptoms improve. Additional information noted that the pericardial effusion was drained. The smartpass feature was activated and the secondary sensing vector was kept as the sensing vector as the pericardial effusion was the suspected cause of the change in morphology. No additional adverse patient effects were reported. The sicd remains implanted.

Manufacturer narrative:
This report is being filed to correct the patient codes and impact codes.

Event description:
It was reported that this patient presented to the hospital due to oversensing resulting in an inappropriate shock delivered. The patient was admitted to the hospital after it was discovered that the patient had a pericardial effusion which was booked for drainage. Technical services (ts) reviewed the data and confirmed the patient received an inappropriate shock due to double or tripped detection of wide qrs. Ts recommended comparing the electrocardiogram at rest and it may be likely that the qrs complex during recent events was winder then normal. The could have been caused by a change in the patient condition due to the pericardial effusion or rate elevation. Ts discussed weekly checks of the subcutaneous implantable cardioverter defibrillator (s-ICD) to verify that the impedance was improving as the patient condition symptoms improve. Additional information noted that the pericardial effusion was drained. The smartpass feature was activated and the secondary sensing vector was kept as the sensing vector as the pericardial effusion was the suspected cause of the change in morphology. No additional adverse patient effects were reported. The sicd remains implanted.

Event description:
It was reported that this patient presented to the hospital due to oversensing resulting in an inappropriate shock delivered. The patient was admitted to the hospital after it was discovered that the patient had a pericardial effusion which was booked for drainage. Technical services (ts) reviewed the data and confirmed the patient received an inappropriate shock due to double or tripped detection of wide qrs. Ts recommended comparing the electrocardiogram at rest and it may be likely that the qrs complex during recent events was wider than normal. The could have been caused by a change in the patient condition due to the pericardial effusion or rate elevation. Ts discussed weekly checks of the subcutaneous implantable cardioverter defibrillator (s-ICD) to verify that the impedance was improving as the patient condition symptoms improve. No adverse patient effects were reported. The sicd remains implanted.